Manufacturer narrative:
It was reported that the device generated the alarm for low pressure. The compressor device was investigated by our fse (field service engineer), the reported issue could not be reproduced, the device was calibrated, tested and returned back in good working conditions. According to the operating manual a function check should be done before the unit is put into use, and once a week when in continuous use. The cause of the reported alarm cannot be established by this investigation, the troubleshooting actions according to the device service manual is to check all the connections, and internal tubing for leakage. Since the issue did not show any permanent nature, the low pressure alarm was most likely due to a temporary leakage.

Event description:
Manufacturer ref #: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).